Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a leak. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the connecting tube had coating peeling (1mm2 or more) and indication on connecting tube had a disappeared area (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was evaluated and the evaluation found due to a pinhole on connecting tube, water tightness was lost. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: due to a dent on suction tube in control unit, suction volume did not meet the standard value; bending section cover (a-rubber) had a scratch; adhesive on a-rubber had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; because channel-tube was crushed, the tube cleaning brush could not be inserted; light guide-bundle had breakage; there was peeling of adhesive around objective lens and adhesive around light guide lens; indication on light guide connector was unclear; the control unit had discoloration; diopter ring had stain; there was a discoloration and a scratch on the eyepiece and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3- section 3.2: "preparation and inspection of the endoscope". During investigation, it was presumed possible that the peeling coating and faded indicator markings were caused by stress of repeated use, external factors or handling of the device. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.